Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image shows the device without the upper jaw. The root cause of the reported event could not be determined since the device was not returned for evaluation. Factors that could have contributed to the reported event included excessive force, tissue thickness. Damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the firstpass mini was not capturing the suture. It was noticed the jaw was missing; the jaw was found on the entry of the incision. The jaw piece was removed from the patient by using forceps. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.